Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cables in a loop at the distal end and were not damaged or broken. The blue housing was removed and the grip cables were broken at the clamping pulley. Additionally, the pitch cables were loose at the distal end but there was no cable damage. The blue housing was removed and broken cables were found at the clamping pulley. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .025 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover; however, the likely cause of bending is overloading at the tip. Electrical continuity testing was performed and passed. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional finding not reported were various scratches on the distal end of the main tube showing light material removal. The scratches were .227 - .045 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that in central processing, a cable was in a loop on the maryland bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.